Manufacturer narrative:
Cine image analysis summary: the spiderfx embolic protection device was not received for evaluation. No ancillary devices or procedural reports from the procedure were received. Two disks of cine series were received. Disk one contains 26-cine series of various lengths from the exam on (B)(6) 2017. Disk two contains copies of the 26-cine series from disk one and 25-cines from the procedure on (B)(6) 2017. From disk one in two of the cine series the spiderfx was identified in the artery behind the right knee. In three of the cine series a snare is visible in the artery behind the right knee attempting to snare. In disk two the spiderfx could not be identified due to the quality and clarity of the cines. The customer experience of spiderfx catheter and tip detachment during a procedure could not be confirmed. The spiderfx embolic protection device was not received for evaluation. Two disks of cines were received and in two cine series the spiderfx could be identified in the artery behind the right knee due to the quality and clarity it cannot be determined if the spiderfx is detached. The additional cine series show a snare attempt to snare something in the same artery behind the right knee. Neither the spiderfx catheter or spiderfx basket and floppy distal tip can be seen in the cines where snaring is being attempted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A spiderfx device was used for embolic protection while performing a thrombectomy procedure with a non-medtronic device in the superficial femoral artery (sfa). It was reported that the filter catheter got stuck and would not advance forward or backward. After the filter basket finally advanced and the physician attempted to take the catheter out, it was noticed that the tip of the basket and a part of the catheter had sheared off and were left down in the artery. Physician was reportedly able to finish the procedure and get a nice result, but could not snare the broken parts out. The next morning, a vascular cut down procedure had to be performed to remove the parts of spiderfx that had broken off and left in the vessel. The patient was reported to be doing fine after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.